Event description:
During the procedure, the pressurewire x, wireless was attempted to be used in the lad, but the wire coil unraveled and detached when attempted to be pulled through. The tip coil was stented into the wall of the lad with no patient consequences. The dragonfly catheter was unable to connect to the system. Another device was used to complete the procedure with no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.